Manufacturer narrative:
This report will be updated should further pertinent additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been delivering anti-tachycardia pacing and inappropriate shocks for supraventricular tachycardias. Patient was admitted to emergency department. There is reasonable evidence suggesting that therapy has been present on various events. The ICD remains in service. According to the field representative, the initial programming of this device was not optimal due to his frequent high rate supraventricular tachycardia events. Therefore, the doctor chose to drastically overhaul his zones to avoid the inappropriate shocks as well as giving him medications to slow down conduction through the atrio ventricular node. The patient and the doctor both approved the decision and no shocks have been notified since then. No adverse patient effects were reported.